Event description:
Healthcare professional reported left side intracapsular rupture confirmed on imaging report. Device explanted and replaced with another manufacturer's device.

Manufacturer narrative:
Clarification to b3: only jan/2024 was provided. Clarification to d6a: only the year 2000 was provided.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side intracapsular rupture confirmed on imaging report. Device explanted and replaced with another manufacturer's device.